Event description:
The patient underwent uneventful stent assisted coil embolization of the aneurysm. Imaging showed the aneurysm to be well-thrombosed. However, there were minor filling defects in the proximal end of the stent. The patient was placed on a heparin drip on order to offset any possible thrombolic event. Approximately 30 minutes post procedure the patient woke up with aphasia and right upper hemiparesis clinically suspicious of in-stent thrombosis. Imaging confirmed a residual thrombus developed in the stent resulted in complete thrombosis of the left internal carotid artery (ica). 9 mg reopro and 5.5mg of tissue plasminogen activator (tpa) were injected intraarterially in attempts to resolve the thrombus. The flow to the brain was re-established. Eleven days post procedure the patient was discharged to a rehabilitation center with continuing mild right upper extremity weakness and expressive aphasia. The patient now is living independently at home but she still has weakness in the right arm and improving but present expressive aphasia.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis, stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent uneventful stent assisted coil embolization of the aneurysm. Imaging showed the aneurysm to be well-thrombosed. However, there were minor filling defects in the proximal end of the stent. The patient was placed on a heparin drip on order to offset any possible thrombolic event. Approximately 30 minutes post procedure, the patient woke up with aphasia and right upper hemiparesis clinically suspicious of in-stent thrombosis. Imaging confirmed a residual thrombus developed in the stent resulted in complete thrombosis of the left internal carotid artery (ica). 9 mg reopro and 5.5mg of tissue plasminogen activator (tpa) were injected intraarterially in attempts to resolve the thrombus. The flow to the brain was re-established. Eleven days post procedure, the patient was discharged to a rehabilitation center with continuing mild right upper extremity weakness and expressive aphasia. The patient now is living independently at home but she still has weakness in the right arm and improving but present expressive aphasia.